Manufacturer narrative:
Logs from an earlier related event do not show evidence of communication. There was a checkpoint failure restart the system. Since the imaging system and the navigation system communicate in the same manor, since the checkpoint was failing communication would not be possible. The system was used before repairs were made. Part not returned.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not communicate with the imaging system. They restarted the imaging system and navigation system but it would still not connect. The camera cart was still not communicating after reboot. The site used another navigation system and it communicated. Issue occurred intra/peri-operatively with 30 minutes delay to surgical time. There was no reported impact to patient outcome.